Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for treatment. During the procedure, the balloon could not cross the lesion. However, upon third inflation, it was noted that the balloon ruptured at 12atm within 10 seconds. The device was removed safely as a whole system. The procedure was completed with another of same device. There were no complications reported and patient is stable post procedure.